Manufacturer narrative:
Expiration date and manufacture date cannot be determined without a lot number. Reporter stated he was sending the product for analysis. The sample has not been received to date. The nurse reported the 3-4 patients experienced irritation and/or infection, requiring admission. 3m has made multiple requests to obtain specific information on each patient case. No further information has been provided. The reporter stated aqua guard is sent for patients to use for central venous lines when bathing or showering. It is unclear if aqua guard potentially caused an issue with moisture and thus irritation and/or infection. A 3m clinical specialist visited the facility to provide product education. Analysis is pending upon receipt of product. End of report.

Event description:
A vascular access nurse specialist alleged 3-4 outpatient pediatric patients (ages and genders not specified) experienced irritation and/or infection related to the use of 3m¿ tegaderm¿ chg i.v. Securement dressing. The nurse reported all patients required admission. Specific patient treatment details were not provided. A biopsy was performed for one female patient where fungus mold and (B)(6) was allegedly growing around the dressing. The nurse informed this issue had been noted in the summer when patients are out in the heat and in and around water. The nurse reported aqua guard is sent for patients to use for central venous lines when bathing or showering.